Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair technician determined that the image was not being displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. Based on the results of the investigation, it is likely that the image display malfunction was caused by corrosion of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.